Event description:
It was reported that the customer visited healthcare provider due to high blood glucose. Customer had received multiple alarms on the insulin pump. At the time of the report, customer's blood glucose was 417 mg/dl. He had bolused and eaten a half hour prior and stated he would take more insulin. Troubleshooting was performed for the alarms and high blood glucose. Insulin exited the tubing during manual prime and no leaks or air bubbles were found. The alarm history, rates, settings, and bolus history were all correct. Customer was advised to change the entire set, reservoir, and insulin. The alarms were found to be normal behaviour, after the insulin pump was left without battery power for an extended period of time. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.